Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. It was reported that the patient went to hospital for treatment of the skin irritation. It was reported that the patient passed away after ending use. There is no indication that the patient ended use due to the irritation. There is no indication that the lifevest caused or contributed to the patient's passing. Outcome of the skin irritation is unknown.